Manufacturer narrative:
Result: headend lift motor coupler.

Event description:
It was reported by service report that the headend lift was stuck at an elevated height. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.